Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
Surgeon reports via our sales rep, that a lag screw moved towards the pelvic. According to the surgeon, the device was implanted in (B)(6) 2010. In the beginning of (B)(6), the patient reports a fall from his couch, pain in the area of the hip and an observable swelling. According to the surgeon, it was seen on x-ray that the lag screw had moved towards the pelvic and was only 1 cm from the bladder. Due to the complexity of the surgery, it was performed on the morning of (B)(6). The screw was removed via the abdominal cavity; the nail was left in the body.